Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "lcd panel on laser does not have a backlight" (inadequate lighting). A technician reports the screen was not backlit during calibration. No patients were present, no eyes were prepped, and no flaps were cut. There was no patient involvement at all.